Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
During g3 surgery, the surgeon placed the u-lag screw into the patient bone. Afterwards, the surgeon tried to insert the u-blade. However, the u-blade could not go into the lag screw groove. Then the surgeon found that the u-blade broke. Thus, the surgeon completed the procedure without inserting the u-blade. The surgeon thought the u-blade broke, because u-blade rotated while inserting it.